Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number for the involved device. No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke during continuous suturing though it was used with the usual way. No adverse patient consequences were reported. No additional information was provided.